Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 12/9/2021. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection of the return sample shows the product is cut in half, most probably to make explant possible. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received revealed that the mechanical failure initially reported was that the patient stated she was unable to adapt to the lens and unhappy with glare. There was also no issue with the lens. No additional surgical/ medical interventions were done. The lens was exchanged to monofocal lens due to patient unable to adapt to vision with a multifocal lens ie, glare. The patient was doing stable at the time of discharge. The replacement lens used is a different model same diopter lens. Patient did not experience loss of 2 or more lines bscva. Visual acuity pre-op (pre-initial implant): corrected vision os 20/20-2. Visual acuity post-op (post-initial implant): corrected vision os 20/25-2. Visual acuity post-op (post-replacement): corrected vision os 20/25. As a result the following fields have been updated: section a5: race: not hispanic or latino. Section b3: date of event: (B)(6) 2021. Section h6: corrected data: health effect- clinical code: 2140- glare. Section h6: corrected data :medical device problem code : 2993 ¿ no reported issue lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dfr00v model intraocular lens(iol) was explanted from patient's left eye due to mechanical failure. There was no patient injury. No medical or surgical intervention was required. No further information available.